Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements, measuring at 2979 ohms. Upon review of the latitude, the impedances showed gradual increase, and the pacing threshold was elevated but stable. Technical services (ts) recommended to increase the upper limit to 3000 ohms and suggested in-clinic troubleshooting to check on lead integrity. Ts stated to consider an x-ray of the device and lead system for any visible problems or movement. This lead remains in service. No adverse patient effects were reported.